Event description:
Patient reported "right side exchange with no complaint against the device." Healthcare professional later reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, white particles inner the shell, crease fold and opening on posterior. Leak test and microscopic analysis was performed which identified, striated opening on posterior. Observed, void >1 mm in non-textured, valve-to shell-bond area. The leak test is not performed, because the opening is extended. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage.

Event description:
Patient reported, "right side exchange with no complaint against the device". Healthcare professional later reported, right side deflation. The device has been explanted and replaced.